Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No product code, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. The rollingstone computer was returned to the manufacturer for analysis. Analysis found that software fails to establish or maintain connection with equipment. Analysis found that the reported event was related to a software issue. A medtronic representative went to the site to test the equipment. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the cranial software did not start. Only the sr manager failure was indicated. Th spine software did not start as well. There was no delay in surgical procedure and no impact on patient outcome.

Manufacturer narrative:
Surgery abortion, UDI information, and system checkout information. As a result of the issue, the surgery was completed without navigation. A medtronic representative went to the site to test the equipment. Testing revealed that upon replacement of the computer, the system was functioning as intended.

Event description:
As a result of the issue, the surgery was completed without navigation.